Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was planned to make the resections to keep it at 1.5 valgus. The tibial cut was too high to begin, when they went to take 2 more mm and the saw made no resection when brought back into plane it was moved down 2 more and then a resection was made. The ending hka angle was 4 varus and the graph was giving -1.5 medial extension when the knee was gapping fine in medial extension. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The log files for this event were reviewed. The review determined that the pointer was not used per the checkpoint verification procedure outlined in the instructions for use. Therefore, the reported condition could not be confirmed. It was also found that there was evidence of array movement. Potential causes for the reported condition are potential array movement, blocking of the saw array during operation, on some cases sub-optimal landmark acquisitions of the anterior cortex line, and sub optimal leg position relative to the device array during resections cuts. No single root cause could not be determined since no problem was found and most likely traced to the user.